Event description:
Catheter had bleedback problems in a 29 yr old female. Catheter was ultimately removed from the pt and replaced with another type catheter. Problem catheter returned to the MFR. A reply from the MFR indicated that they could find nothing wrong with the catheter and suggested that a malposition tip or blood clot could have been cause for the bleedback.